Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to adjust the strength of her level of stimulation. Patient programmer displayed a message indicating that strength was decreased, could not deliver desired strength level. Patient denied any falls or trauma. Diagnostics indicated high impedance readings and x-rays showed changes in lead position. To address the issue, the lead was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.